Event description:
The report stated that the pt underwent a vaginal hysterectomy in 2008 utilizing the ligasure impact. The uterus was morsellated for removal. All vessels were sealed satisfactorily with the ligasure impact. The lone exception was the uteral sacral which was sealed by sutures-the ligasure impact was not used on this vessel at all. The case went fine and the pt was discharged. On four days later, the pt returned with abdominal pain. The pt was reoperated upon 2 holes were found in the sigmoid colon. Allegedly there were burn marks around the holes. The pt then underwent a sigmoid resection and colostomy.

Manufacturer narrative:
The return of the incident forcetriad generator has been requested. To date it has not been received for evaluation. The ligasure impact handpiece was discarded after the procedure was completed and therefore cannot be evaluated. Additional questions in regard to the incident have also been asked of the site by covidien's vp of medical affairs. A copy of pathology report of the section of removed colon has also been request. To date no answers have been provided. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.